Event description:
The customer reported that the unit won't store images and that the pt annotation is not staying on the images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the hard drive. The unit is operating as intended.